Manufacturer narrative:
External insulation abrasion was noted at 11.4cm -11.6cm from the connector pin consistent with lead friction to the ICD can . The etfe coating was intact at this location. Externalized conductor was previously reported on (B)(6) 2015. Manufacture report number: 2938836-2015-28278.

Event description:
It was reported that patient presented to the hospital after feeling the patient notifier. High voltage lead impedance was noted to be high on the right ventricular lead. Physician capped and replace the lead on (B)(6) 2018. Patient was stable post surgery.